Event description:
It was reported that the patient had vns re-implanted.

Event description:
It was reported that the patient underwent generator and lead explant rather than replacement due to irritation of the patient's vagus nerve. The physician reported that the patient experienced neck pain at the electrode site and was referred for surgery. It was reported that vns setting adjustments were made in attempt to alieviate the neck pain. The surgery was performed for patient comfort and to preclude a serious injury. It was reported that the patient will be reimplanted at a later date.